Event description:
It was reported that during a thrombectomy of the left arm dialysis graft, the balloon ruptured and broke off in the pt's graft. Reportedly the pt required surgery to remove the foreign material, after an unsuccessful attempt to aspirate from the sheath. At the time of this report, the pt's condition was reported to be baseline.